Manufacturer narrative:
Upon additional information, the drug dose ordered was 0.1 mg/kg of midazolam and 1 mcg/kg of fentanyl. However, the nurse programmed the pump to 1.17 mg/kg for both drugs (full dose versus weight-based). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: (B)(6). G1: device manufacturer address 2: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "larger than intended bolus of narcotic" was given to a pediatric patient with a novum iq syringe pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.